Manufacturer narrative:
Date of event: unknown; best estimate (B)(6) 2017. (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 25.0 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to glare and blurry vision. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with a non-amo lens 23.5 diopter. Reportedly, patient is doing fine post-operatively. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.